Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). All 3 boxes were from lot 0000555724. The lot number was not provided. The faulty caps were documented as received. Based on the reported event, the caps/diaphragms is a known issue and has been addressed by an internal action.

Event description:
The customer reported finding additional ¿bad¿ cap diaphragms that do not pass the patient circuit calibration. Customer explained, facility went through about 3 boxes of caps and finally went to grab a different lot# to get a 3100a calibrated to specs. These three boxes were thrown away. Although he understands that the issue was not lot specific, he found a total of 6 boxes of this lot number unopened that he would like replaced. Replacement product was issued to the facility.